Manufacturer narrative:
Conmed electrosurgery has received similar complaints of this nature for the same and similar model electrosurgical pencils. On march 25, 2010 conmed electrosurgery initiated a field action on the goldline rocker switch pencils.

Event description:
Procedure: total knee. Cautery pencil remained on after release of rocker switch.